Event description:
It has been reported to co that the microseal leaked during the procedure. Inserted the device into the patient inflated the occlusion balloon to 4.5mm to occlude the vessel. After about 2 minutes the balloon deflated. There was a leak near the microseal. Placed the stent without the occlusion balloon occluding the vessel, tried to aspirate and very little particulate came out. Removed the device and the case completed.